Manufacturer narrative:
Additional information for sculptra (lot #/expiration data unknown) from product technical complaint report case (B)(4) dated 28-apr-2008, received by (B)(6) on 29-apr-2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of theses batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.

Event description:
(B)(4). Initial information received from a nurse on behalf of a physician on 21-apr-2008: the nurse reported that a (B)(6) female patient presented to her after receiving therapy with poly-l-lactic acid (sculptra) (lot # and expiration date unknown) on (B)(6)2008, for an unknown indication. The physician reported that the patient experienced a reaction to poly-l-lactic acid, and asked if there is any type of allergy patch testing that can done for poly-l-lactic acid (sculptra). They had a patient who had a reaction to sculptra and they wanted to see if any of the components of sculptra caused an allergic reaction in the patient: the reaction included swelling, fluid-filled lesions, redness under eyes, forehead and temples, and bruising, with onset two days after her injection administered by another physician. Dosage was unknown to the physician as the patient received treatment in another office. Medical history includes contact dermatitis, atrial fibrillation, chronic sinus problems, and reactive airway disease. Event is ongoing. No further medical information reported. Addendum for call-back on (B)(6)2008: nurse called back (B)(6) and provided that she does not have any addition information at this time